Event description:
Pituitary rongeur tip broke off in patient during l5 s1 lumbar discectomy and laminectomy. X-ray called to bring c-arm to assist neurosurgeon in retrieval of tip. Tip retrieved by neurosurgeon under fluoro.